Event description:
Accuracy test: result were meter 140 mg/dl, lab 105 mg/dl within 10 minutes, with a difference of 33%. A second one touch ultra meter (serial number unknown) was also compared- meter 105 mg/dl, lab 105 mg/dl. No allegation of harm.